Event description:
While performing an orif (open reduction internal fixation) of a left ankle fracture, the surgeon was drilling one of the drill holes in the plate over the fibula when the synthes (size 2.8) drill bit broke off in the tibial bone.